Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was selected for use. However, during unpacking, the appearance of the stent was not smooth. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.